Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that pyxis went down during time change. The technical support specialist (tss) observed a delay in the inbound synchronization process, causing a critical override at the station. This occurred due to time changes, which temporarily paused operations and led to sync issues. Communication resumed after a few minutes. As a precaution, station should be placed in critical override mode during time changes to ensure uninterrupted medication preparation. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, station went down during time change. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.